Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. There are internal controls to avoid potential causes related to the reported malfunction.

Event description:
As reported, during use in patient, the pressure tubing connector of this pressure monitoring set was disconnected from the dpt housing because it was poorly screwed. Therefore, there was backflow of blood in the line. The pressure tubing was clamped and changed. There was no allegation of patient injury but delay in the procedure. Patient demographics were requested and unable to be obtained.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.